Manufacturer narrative:
(B)(4).

Event description:
A langston dual lumen catheter was used during a patient procedure. Upon flushing the langston, air was observed in the system. The catheter was exchanged and the case was successfully completed. No patient impact was reported.